Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign material was noticed when opening the 2.75x16mm taxus liberte drug eluting stent. The foreign material was reported as wool or hair. No pt complications were reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.